Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device skipped while "burring on bone" and was "dangerous to work with". The reporter stated that the event did not occur during surgery and there was no patient involvement. The scheduled surgical procedure was completed successfully with an available spare device. No patient or user injury was reported. Follow up was performed to clarify the report of the device being "dangerous to work with", but was unsuccessful. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.